Event description:
It was reported that the infusion device shut off at dawn without first providing an error or alert message. Once the customer woke up, she received a blood glucose result of 680 mg/dl; she went to deliver an insulin bolus and discovered that the pump had shut down without providing any alert. The user inserted new batteries, however the pump would not turn back on. Due to the elevated blood glucose levels the user went to the hospital. The blood glucose results obtained at the hospital were not provided. The user was placed on an IV drip and was administered insulin. She was also given medication for hypertension. The user spent the entire day at the hospital, and was discharged later the same day. The user has stopped using the pump and has switched to multiple daily insulin injections.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.